Event description:
Event description guidant received information that, during an attempted implant procedure while trying to position the right ventricular (rv) defibrillation lead in the right ventricle, a drop in this patient's blood pressure was noted as well as induction of tachycardia. It was further reported that an ultrasound revealed a cardiac tamponade had occurred.